Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged fibertak®, ar-3641sp-1, batch 15424406, was received for evaluation. Visual inspection noted that the sutures were torn, and the anchors were not returned for evaluation. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to misuse, such as: improper bone preparation; misaligned insertion; prying or leveraging the device during insertion. The complaint allegation that the sutures broke is confirmed. The damaged anchor allegation cannot be confirmed as it was not returned. Refer to the attached investigation photos.

Event description:
It was reported that during a rotator cuff repair surgery the suture tore. During the insertion of the device, the insertor cut the anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.